Event description:
Dealer states that when the motor is in lock position it will still roll. Failed while patient using . Patient has had the chair since 2007 has not been using the chair for that period of time . Just for the last two months. Uses indoors. Quote parts.